Event description:
Information was received indicating that a smiths medical cadd solis hpca pump had flow rate issue and needed to be calibrated. No adverse effects were reported.

Manufacturer narrative:
Other, other text: one cadd solis hpca pump was returned for analysis. The reported problem of a flow rate issue was not found in the event log. Accuracy testing was performed to test the device. The reported problem regarding failed accuracy was unable to be confirmed. Delivery accuracy testing found the pump's average delivery error to be within the published specification of +/-6%. The pump's expulsor will be trimmed as a preventive measure in order to bring the delivery into more nominal of a range.